Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced an infusion set detachment event on (B)(6) 2026, due to the spring detaching from the outer ring of the inserter prior to insertion during needle guard removal. The patient replaced infusion sets and resumed insulin successfully. No further information available.